Event description:
Customer reported her insulin pump is cracked. Her blood glucose is 78 mg/dl. There is crack on the screen and two cracks on the case. Customer works manual labor. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Device was received with cracked lcd window, cracked display window corner, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip. (B)(4).